Event description:
It was reported that the rv pace/sense lead impedance increased from 300 ohms to 1100 ohms. The lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.